Event description:
The facility reported failure code 500 via customer paperwork that was received with the pump. Info was not provided regardng whether or not the failure occurred during an infusion. The hosp representative stated that they have no record of any pt incident involving the pump since the last baxter service event.